Manufacturer narrative:
The compromised force sensor system alarm occurred due to faulty force sensor relay. Unable to complete basic occlusion and excessive no delivery tests due to alarm. No rewind anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads, cracked belt clip slot and cracked display window.

Event description:
Customer reported that the insulin pump alarmed during the manual prime. The customer also reported insulin was squirting out. She also stated she unable to exit the preparing to prime loop. The customer's drive support cap appeared to be normal. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was 146 mg/dl. No add'l info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.